Event description:
During a coronary drug eluting stenting treatment procedure, difficulty inflating and deflating the balloon occurred. The lesion being treated was a 1st obtuse marginal (om), predilated with a 3.0mm maverick balloon. The physician attempted to deploy the stent when he encountered difficulty inflating the balloon. He dialed back to zero on the inflation device, rechecked stent placement, and was then able to inflate the balloon to 14 atms. This successfully deployed the stent. The physician was then unable to deflate the balloon. He used the stiff proximal end of a whisper wire in an attempt to puncture the balloon. This attempt was unsuccessful. The physician then chose a cross-it wire, and wedged it in between the stent and the balloon. The physician was able to pull the balloon, wire, and guide into the descending aorta where he was able to puncture the balloon. The delivery system, guide wire, and catheter were removed intact. There were no pt injuries reported.